Manufacturer narrative:
(B)(4). A lot history record review was completed for the reported product lot number. There were no ncmr¿s for the reported lot number. The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital stated that all ultima activator ii reusable drive mech were rusted at their facility. The rust on drive mechanisms is a violation of sterility. No patient involvement.

Manufacturer narrative:
Internal complaint number: (B)(4). This is an OEM device. The DHR shop floor paperwork was reviewed. The vendor certifies that this device lot conforms to all applicable product specifications.

Event description:
The hospital stated that all ultima activator ii reusable drive mech were rusted at their facility. The rust on drive mechanisms is a violation of sterility. No patient involvement.